Event description:
Per journal article received on (B)(6), 2011, the pt presented with a 10-yr history of rhinophyma and rosacea. Coblation was performed under general anesthetic, using the evac 70 wand. Topical ointment was applied to the nose following surgery. Three weeks later, the cobalted area was healing well, in an external to internal direction. Some slight bleeding was reported, and treatment with tri-adcortyl ointment was continued. Four weeks later, the tissue had healed.

Manufacturer narrative:
The device was used off label for the treatment of rhinophyma. The journal of laryngology & otology, 1 of 5. Limited, 2011; m timms, a roper, c patrick. Oct 14 2011.